Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated on site the air gas module was replaced. Simulated use testing of the received air gas module has not reproduced the described customer issue. Evaluation of the received device log shows a matching event between january 10, at 04:19 and january 10, at 06:16, several alarms for low o2 concentration were generated. Our investigation has concluded that the most probable cause of the given alarms is related to behavior of the nozzle unit mounted on the air gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. (B)(4).